Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was hospitalized after receiving eight inappropriate shocks. Boston scientific technical services (ts) was contacted by the field representative, and ts discussed troubleshooting and the electrograms (egms). They noticed intermittent lower r-waves during some atrial fibrillation (af) episodes, and they decided it was potentially rate related. The device and leads remain in service. No additional adverse patient effects were reported.